Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph system is swollen".

Event description:
Patient reported right side "had a lymph node to be removed on an unknown side, lymph system is swollen, dimples in breasts and breasts became very sensitive" and concern with textured implant. Device remains implanted.